Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number is included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge the scs ipg as recommended. The ipg could not communicate and the patient lost stimulation. In turn the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, effective stimulation was restored post-operatively.